Event description:
Follow-up information indicated sjm personnel were notified on (B)(6) 2015 that the patient's scs system was explanted on (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experiences pain at the ipg site. The pain occurs with stimulation on and off. The patient has recently suffered a series of falls. Although, the patient is receiving effective stimulation coverage, she desires to have her scs system explanted. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.